Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
The unit's spo2 board was replaced. Unit was tested to factory's specifications.